Manufacturer narrative:
The actual devices involved in the reported incidents were not returned for analysis. The lot numbers for these products were not identified; therefore, a review of the batch records could not be performed.

Event description:
Report 2 of 2 received a lack of radioactive agent. On thursday (date unknown), a prepierced male adapter plug was connected to the clave y-site of a primary infusion set, the connection site was tightened, a syringe with an attached needle of unspecified gauge was inserted into the prepierced male adapter plug, and the technician began to manually inject contrast. The prepierced male adapter plug "popped off" from the clave port of the primary infusion set shortly after the injection of contrast had begun. Approximately 50% of the contrast stayed in the syringe, and the remainder landed onto the floor, the staff member's feet and shoes, and the patient's shoe. The customner contact stated that the staff member's feet felt warm from the contrast and she had to wash her feet and shoes. Reportedly, the facility's safety officer was notified of the event, the spill was cleaned per protocol, and the tubing was discarded. The customer contact further indicated that two rooms became contaminated and had to be shut down from (dates unknown). The patient's diagnostic procedure was rescheduled and completed the next day. There was no blood loss or any adverse sequelae to the patient or staff member. Though requested, no additional information provided.